Event description:
It was reported the patient had an infection. The patient was involved in the (B)(4). She caught debris in her pocket and got an infection at the implantable neurostimulator (ins) site. The ins was "re-implanted" in (B)(6).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead. Product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer. (B)(4).